Event description:
Procedure: total lap hysterectomy (tlh). According to the reporter: the resident was using the endostitch for the first time, took his first pass with the endostitch and got "stuck". When he pulled the endostitch out, half of the needle was missing, lodged in the patient's vaginal cuff. They were unable to extract it - they did locate it by x-ray but were unable to retrieve it. They left the 4mm needle half in the patient. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. Surgical time was extended over 30 minutes, no adverse event reported as a result. Surgeon x-rayed the patient and tried to locate the half needle by hand during a vaginal examination. Upon exhausting the possibilities he decided to leave the needle and let it encapsulate.

Manufacturer narrative:
(B)(4).